Manufacturer narrative:
The insulin pump was received with detached end cap, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of a broken bottom off the insulin pump. The customer's blood glucose level is unknown. The customer stated that the piece where the label is on the bottom came off. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.